Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the fuse of the inlet was charred due to faulty power supply. However, the specific cause of the defective power supply was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: charred fuse components on the inlet of the power supply, which indicated a bad power supply; a damaged front panel mouth; a missing hexagon wrench inside the lamp door; the scope socket being worn out and having a poor connection; the front lamp heat sink being burned; the front post being burned inside the lamp chamber; debris being found inside the air pump tubing; and the old version core and core attachment needing to be upgraded. The olympus lamp life meter reading was over 500 hours; the lamp life was expired. Customers are strongly advised to have a lamp replacement for their olympus xenon lamp for optimal performance. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preparation for use, the evis exera ii xenon light source would not turn on; there was no power. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
Additional information provided by the customer the intended diagnostic cystoscopy procedure was completed successfully with a similar device. No error message was noted. The patient was not impacted as the customer noticed an issue during the set-up phase.